Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient's daughter reported that the patient was found unconscious by a neighbor and the paramedics were called on (B)(6) 2016 due to hyperglycemia. The reporter did not know if the paramedics provided treatment to the patient or if her blood glucose level was tested when they arrived. The patient was admitted into the hospital and regained consciousness at the hospital, but was in an "altered state". The patient was in the intensive care unit and was treated with an insulin drip while in the hospital. The blood glucose results were "erratic" while the patient was in the hospital on the insulin drip. The blood glucose results at the hospital were unknown. The patient was also on a feeding tube and respirator while at the hospital. The patient passed away on (B)(6) 2016. On the death certificate it states "cause of death was lack of oxygen to the brain due to high blood glucose". On certificate it also states "high glucose was due to pump malfunction". The death certificate also has type I diabetes listed. The reporter did not know if there was an error message on the infusion device or if the patient was experiencing any other technical concern with the infusion device. The infusion device was requested to be returned for product evaluation. The reporter is not sure that she will return the product because she is considering contacting an attorney.